Manufacturer narrative:
This (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump stopped working a few times, unspecified error alarm or motor errors or button errors, buttons less responsive, buttons were harder to press and sometimes had to press buttons twice, cracks in casing near battery, changing battery more often, insulin pump had rejected battery, issues with battery cap, unexplained no delivery alerts not due to site issues, slower during rewind, louder during rewind, motor sounds labored and motor makes grinding noise. Customer's blood glucose value was unknown. Customer declined to ts with technical support. The device will not be returned for analysis.

Manufacturer narrative:
Device received with cracked belt clip slot and broken battery cap noted. The test reservoir p-cap was able to lock in place. Device received with intermittent button response due to flattened dome switch on bolus, esc and act button. Connector was inspected and locked on lcd board. Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime or a33 test, excessive no delivery test and occlusion test, no motor error alarm or unexpected no delivery alarm noted during testing. The motor was tested outside the unit and passed. (B)(4).